Manufacturer narrative:
The device was not returned to olympus for evaluation and a root cause cannot be determined at this time.

Event description:
A user facility reported to olympus that the image produced by their cv-190, evis exera iii video system center, when used with olympus model 180 series scopes, was red and surrounded by a yellow halo. The reported problem occurred during a procedure. The intended procedure is unknown. There was no patient injury or harm, associated with the problem, reported to olympus.